Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while under the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. It was noted after removal, one of the gripper lines was no longer in its original position. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper lines break did not confirmed via returned device analysis. However, it was noted that the gripper lines had separated from the clip (material separation) and the returned device analysis confirmed single gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and analysis of the returned device, the reported gripper line break appears to be related to the user interpretation of the gripper line being detached from the device. The reported single gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in single gripper actuation issue to be related to a potential product quality issue. This complaint is within the scope of two exceptions (issues) as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be manufacturing variability at the supplier. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.